Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severe calcified and moderately tortuous superficial femoral artery(sfa). After a non-bsc guide wire crossed the lesion, a 4mm x20mm x144cm coyote¿ es balloon catheter was advanced for dilation. However, it was noted that the pressure level would not increase and fluoroscopic image showed that the balloon was not inflated. The physician removed the balloon catheter and inflated it outside patient's body, it was then noted that the balloon ruptured. The physician suspected that the balloon ruptured when the device came into contact with the severe calcification of the lesion. The procedure was completed with a 4mm x20mm x144cm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).